Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search found one additional complaint against the 2899192 lot code. Per wi-3430, revision c, a review of the device history records is no longer required for this product. A complaint database search finds no other reported incidents against the remaining product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address subsidence and loosening of the stem. Update rec¿d ((B)(6)2014) - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from large amounts of toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone, pain, discomfort, inflammation and a popping/snapping sensation. The liner and head have been added to address the metal on metal allegations. The complaint was updated on : (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges loosening of stem.